Event description:
It was reported that the right ventricular coil impedance had increased in the preceding two weeks to a high level (>200 ohms). Five weeks later, it was reported that the right ventricular coil impedance remained high (>200 ohms), and that all other impedances were within specification and unchanged from baseline. The lead was capped and a new defibrillation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.